Event description:
It was reported to boston scientific corporation that an obtryx curved transobturator mid-urethral sling system was used during a bladder sling and transobturator tape placement procedure. As the physician was attaching the mesh assembly to the trocar, the loop detached from the assembly, outside the patient.the physician completed the procedure with this device. There were no complications to the patient, who was fine at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that an obtryx curved transobturator mid-urethral sling system was used during a bladder sling and transobturator tape placement procedure. As the physician was attaching the mesh assembly to the trocar, the loop detached from the assembly, outside the patient. The physician completed the procedure with this device. There were no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The reported event of association loop detachment was not confirmed. Visual analysis of the returned obtryx mesh assembly showed that both association loops were unbroken and still attached to the dilators. One of the dilators was received separated from the sleeve, with a clean cut on one side of the sleeve, and a rippled cut on the other side of the sleeve. The other dilator was still attached to the mesh and the mesh appeared stretched where the mesh and dilator meet. Handling damage contributed to the event.